Event description:
A medtronic representative reported that the spine software became unresponsive during spine fusion surgery (s1-l4). The surgeons could not navigate the screws and had to rely on pre-op imaging with a c-arm. Image acquisition was difficult as the camera could not see the spine ref frame and the c-arm target together. The distance was reported to be ok, and the spheres were well inserted and clean. Upon inserting the first screw the surgeon noticed there was a discrepancy which was verified using the c-arm. In order to better visualize the images the rep divided the screen into 3 windows (a/p, lateral and video-c-arm image). After that the screen became unresponsive and could not be controlled. A few minutes later the images started to appear on the screen as the software was moving from one window to the other "by itself." There was no impact to the outcome of the patient as the surgeon simply continued the surgery using the c-arm.

Manufacturer narrative:
Patient information was not provided due to (B)(4) privacy laws. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
A medtronic representative reported that the log files were too large to be retrieved from the system. The rep also reported that the software was functioning properly with no further issues since the reported incident. The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided and the behavior could not be replicated.